Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient's skin irritation was confirmed. The patient reported an itchy skin irritation under the ECG electrodes. There is no alleged device malfunction. The patient's physician instructed her to end use of the lifevest. Follow-up indicated that the skin irritation had healed.